Manufacturer narrative:
The marathon micro catheter was returned for analysis. No bends or kinks were found with the marathon catheter body. The marathon distal end appears to be bent. The appearance of the bent distal tip is consistent with shaping. Approximately 0.6mm of the distal marker band/tip was found missing from the marathon. The reason for this segment not returning was not provided. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). The marathon micro catheter was flushed, blood and water exited the distal end. Based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. As the appearance of the bent distal tip is consistent with shaping it is possible the distal tip became damaged during the shaping process subsequently causing the distal tip to become separated as the tensile strength of the tubing material was exceeded. As noted in the IFU (instructions for use): ¿remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. A s light over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter.¿ in addition, ¿never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. When the infusion catheter is in the body, it should be manipulated only under fluoroscopy. Do not attempt to move the catheter without observing the resultant tip response.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was no development mark on the tip of the catheter. The patient was undergoing endovascular embolization surgery, with it noted that their vessel tortuosity was normal. The devices were prepared and flushed as indicated per the IFU.